Event description:
The customer reported that the images were dark and system overheats. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a problem with the anode candle stick being arced. He regreased both candle sticks and took several high kv and ma shots without problems. The also performed several additional tests on the system. The unit operates as intended.(B) (4)